Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report error codes 100, 103, and 116 that showed when they attempted to inquire a patient's pump. They reported that they had emptied and refilled the pump prior to inquiring it, and the error codes appeared when they first attempted inquiry. Reporter stated that the patient was hospitalized due to pneumonia for several weeks prior to this event. The patient reported increased spasms that started two weeks ago, around the time they had a CT scan. The patient also reported spasms in their stomach, which they had not experienced before. Reporter stated that the patient has not undergone any mris recently and that their oral dose of neurontin had recently been decreased. Technical solutions asked the reporter to program an "emergency pump stop" followed by a demand bolus of 0 mg for 1 minute. Reporter was able to program the pump stop, but the programmer displayed "pump communication failed" each time they tried to enter the bolus menu. Reporter attempted this three times, each with the same result. Technical solutions provided the reporter with contact information for the director of clinical engineering so the reporter could coordinate a time for the director to perform a pump reset and restore. Director of clinical engineering later reported that they were unable to program the pump reset on the patient's pump. A pump replacement is planned, but has not yet been scheduled.